Manufacturer narrative:
The delivery system sample was not received at the manufacturing site for evaluation. For the report of haptic was 3/4 of the way cut off, in and out. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site. And no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the gusset area (broken haptic portion returned). The other haptic is bent in the gusset and distal area. The optic is cut into pieces, typical of insertion and removal. A used qualified cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does have evidence, that it was placed in a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular implantation (iol) procedure, during insertion in the eye, the surgeon noted that the haptic was 3/4 of the way cut off from the optic. The iol was replaced with an alternate lens without complication.